Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported sub epithelial bubbles at the hinge and canal in the left eye during laser treatment. The bubbles interfered with the laser beam path and left that part of the flap uncut. The surgeon attempted to lift the flap but could not as it was incomplete. The patient will be seen in follow up at a later date. Additional information requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Log file review shows that all started treatments were completed to 100% without interruption and all laser system functions were within specifications at this day. The treatment report shows opaque bubble layer (obl). No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. Obl may absorb, reflect or block the femtosecond laser energy, and the obl¿s density may be a potential factor causing an incomplete flap. The manufacturer internal reference number is: (B)(4).